Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31711448m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a thermocool smarttouch catheter and suffered a cardiac tamponade which required a pericardial puncture and then taken into surgery to stop the bleeding. During the ablation phase, while in the isthmus-caval tract (ict), the anesthesiologist noticed a drop in the patient's blood pressure. The doctor quickly suggested an ultrasound and noticed that there was a pericardial effusion. They had to perform a pericardial puncture to drain the blood and were able to remove a significant amount of blood to stabilize the patient. However, they were unable to stop the bleeding, so the patient had to be taken into surgery to stop the bleeding. The ablation on the ict was with 40w, power control, temperature cut off: 50 degrees, impedance cut off: 15 ohm/0.5segs. After this happened, they checked to see if any of the applications were faulty, if there were any force peak or impedance jump, but could not find anything unusual. The surgery was delayed due to the reported event for 50 minutes. The action taken was that the procedure was finished, but the procedure was not successfully completed. The patient was not part of a clinical study. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.